Event description:
It was reported that the insulin pump alarmed button error and unresponsive keypad. The blood glucose reading was 23.6 mmol/l. The high blood glucose readings were treated with a manual injection. No significant events leading to the alarm were observed and to revert to their back-up plan. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No numbers ramping on their own or scrolling bar moving anomaly noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.